Event description:
Patient received inappropriate high voltage therapies due to oversensing. Egms showed a suspected lead damage. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the sensing coil was found fractured close to the connector ring and caused the reported oversensing.